Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. Failure analysis was unable to verify for missing bolus due to no button response. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. (B)(4).

Event description:
The customer's father reported via phone call that they had a keypad anomaly. The customer's father stated the buttons were not functional to clear a missed bolus message. Customer's blood glucose was 217 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.